Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed that the device did not initially power up. There was no reported patient involvement. The manufacturer¿s service technician confirmed the customer¿s issue and observed that they were unable to obtain the device logs due to a faulty interface printed circuit assembly (pca) board. The service technician recommended replacing the device¿s interface pca board to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed that the device did not initially power up. There was no reported patient involvement. The manufacturer¿s service technician confirmed the customer¿s issue and observed that they were unable to obtain the device logs due to a faulty interface printed circuit assembly (pca) board. The service technician recommended replacing the device¿s interface pca board to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. The event date of the initial report was incorrectly reported. The event date have been updated to reflect the correct date.